Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that when using the multi-function foot switch, the system e-stop was activated. The field service engineer (fse) confirmed that there was no uncommanded motion as a result of the issue. The fse evaluated the system and determined that the "load" switch had become stuck engaged. There was no report of harm to a patient, operator, or bystander associated with the event.